Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that they experienced high blood glucose 400 mg/dl . The customer stated that the high blood glucose was due to being on steroid injections. The customer was advised that they won't be able to call until blood glucose is under 400 mg/dl and assisted on how to set up her alert silence feature. The customer mentioned that they gave a bolus and has active insulin of 5.9 mmol/l. The pump will not be returned for analysis.